Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -14.00/+3.5/090 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2022. The patient experienced low vaulting. On (B)(6) 2024 the lens was exchanged with a longer length lens and the problem was resolved.